Event description:
It was reported to boston scientific corporation that enteryx was used during an enteryx procedure performed in (B)(6) 2005 at (B)(6) hospital of (B)(4). According to the complainant, beginning immediately post procedure, intermittent episodes of severe chest pain were experienced. Subsequently, these episodes resolved on their own. During the week of (B)(6) 2011, an episode of extreme chest pain that "lasted a long time" was experienced. Reportedly, the complainant is continuing to have trouble breathing, taking in a deep breath and is experiencing severe anxiety. The complainant administered herself some medication "like vicodin" for the pain, and contacted dr. (B)(6) (the physician who performed the enteryx procedure). The physician ordered a CT scan on (B)(6) 2011. Per the complainant, the CT scan revealed the following findings: a small amount of "material" is in the distal esophagus. The major amount of material is in the periesophageal soft tissues. There is a thin collection along the margin of the left hemidiaphragm immediately to the left of the esophageal gastric junction, with a small amount noted immediately below the left hemidiaphragm or perhaps within the hemidiaphragm. There is a linear collection noted along the right posterior lateral aspect of the ge junction up against the right anterior aspect of the thoracoabdominal aorta. To date, no correlation has been made between the results of the CT scan and the complainant's symptoms. Furthermore, we have not been able to ascertain any information regarding treatment or prognosis of the complainant. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The weight of the patient is unknown. The complainant was unable to provide the device model, catalog number, or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device will not be returned, as this device is an implantable material.